Event description:
Pca pump malfunction 0102. A pca pump screen was showing empty indicating the contents of the infusion bag had infused into the patient. When changing the pca infusion bag, the bag was found to be full and the blue clamp of the tubing was still intact. The pca pain medication had not infused for three days. The patient complained of inadequate pain relief. These pumps are examined annually as part of a preventive maintenance program prior to use. This device was checked by the facility's biomedical engineering department after this event. The biomed testing consisted of: determining the settings, attempting doses of medications, completing an operational check and attempting to duplicate the failure. Because the biomed department could not duplicate the failure, the pump was sent to the manufacturer for evaluation. However, prior to sending the pump to the manufacturer, the biomed department did suggest user error may have been a factor since the blue clamp was not released. The biomed department still is not sure if this was a questionable pump failure versus user error. The biomed department also suspected that since the pump has no upstream occlusion alarm, the staff was not alerted of the bag clamp remaining closed which has been a problem with this device for this facility in the past. The device does have a downstream occlusion alarm and it was functional. The staff have had reservations about this device because this problem occurred in the past. These pumps are leased to the facility. These pumps are being replaced with a newer model that has both upstream and downstream occlusion alarms. Staff training will be initiated with the new pumps. There were no unusual activities or circumstances surrounding the use of this device.